Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.no information was captured in section a4 as the customer's weight was not provided.the model # was not provided.

Event description:
An advocate from the united kingdom reported that the customer obtained blood glucose readings of 3.4 mmol/l at 9:05 p.m. And 16.2 mmol/l at 9:08 p.m. On the contour next link 2.4 meter. There was no allegation of adverse event. The advocate was advised to return the device for evaluation. Replacement meter kits were sent to the customer.

Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, the in-house contour next link 2.4 meter was tested, with the in-house contour next test strips from lot #: 9kpef01a using a blood sample. Which gave a satisfactory performance.